Event description:
It was reported the patient's spectra penile prosthesis was removed due to infection. No patient complications were reported in relation to this event.

Manufacturer narrative:
Two spectra cylinders were visually inspected and functionally tested. Both cylinders had sharp instrument damage that penetrated the outer layer of silicone which probably occurred during removal. Both cylinders are functional.